Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved following revision surgery. The recipient is doing well. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain, pressure, dizziness, pulsatile tinnitus, and non-audible sensations with and without device use. The recipient is also experiencing decreased performance and is an inconsistent user due to pain. The recipient is presenting with swelling and tenderness on the left side of the head. The recipient is also presenting with redness behind the pinna. The recipient was given an antibiotic from (B)(6) 2020, to (B)(6) 2020, for possible infection. The recipient's pain was tolerable during the duration of taking the antibiotic, however, the issue did not resolve.